Manufacturer narrative:
The ts representative discussed that in order to perform an evaluation of the battery status, more information is needed, including the programmed parameters and the daily measurements. It was also suggested that sending in a save to disk would provide the best information in order to evaluate the device. At this time, this device remains implanted and in service and no data disks have been sent in for evaluation. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, the battery status of this device was displayed as good with a magnet rate of 90 ppm and an estimated remaining longevity of two years. However, at the previous three month follow up, the magnet rate was 100 ppm and the estimated longevity was one year. The electrical parameters measured at both follow ups were the same and there were no changes in the programmed parameters. No adverse patient effects were reported. The printouts were sent to boston scientific technical services (ts) for evaluation.